Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was opened and not used for an unknown reason. A replacement lead was implanted. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that placement difficulty was encountered with the lead.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead initially was implanted with good analyzer numbers. However, the pacing lead thresholds began to change which prompted the physician to attempt to reposition the lead. It was then noted that the lead had dislodged and the physician was no longer able to move the lead appropriately. It was stuck in the proximal vascular access area and the patient developed severe heart block with minimal r wave activity. The lead was removed. No further patient complications have been reported as a result of this event.